Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a sensor alarm reading of 79 mg/dl, then a fingerstick reading of 64 mg/dl, and a few minutes later the sensor dropped to 38 mg/dl, with an ongoing alarm. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness and lost consciousness. Paramedics were called, administered IV fluids, provided oral glucose (dr. Pepper), and arranged a hospital visit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.